Event description:
Customer reported a past low blood glucose event with the lowest level documented at 28 mg/dl. Customer lost consciousness, but there were no injuries. Paramedics assisted by administering glucose through an IV drip. The control-iq feature on the pump was active at the time of the event. Customer consumed carbohydrates for treatment, and technical support advised consulting a healthcare provider to discuss potential causes affecting blood glucose levels.